Event description:
Related manufacturer reference number: 2017865-2021-36243. It was reported that during procedure on (B)(6) 2021, the patient's right ventricular (rv) lead was found to have an insulation breach. The rv lead was capped. When implanting the replacement rv lead, the stylet failed to advance in the lead and the physician alleges that it was due to the blood that was found in the lead lumen. The replacement rv lead was not used and replaced. The patient was stable throughout procedure.